Event description:
Discordant high sodium results were obtained on advia 1800 with six (6) patient samples. The laboratory questioned the initial results when some of the samples failed the delta check. The samples were re-tested on the laboratory's other advia chemistry analyzer. (The model of the other advia system was not identified). The discordant results were not reported to the physician. The repeat results from the other advia chemistry system were reported to the physician. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant lithium results.

Manufacturer narrative:
The customer replaced the sodium (na) electrode and the system is operational. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer replaced the sodium (na) electrode and the system is operational. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer replaced the sodium (na) electrode and the system is operational. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer replaced the sodium (na) electrode and the system is operational. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer replaced the sodium (na) electrode and the system is operational. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer replaced the sodium (na) electrode and the system is operational. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant high sodium results were obtained on advia 1800 with six (6) patient samples. The laboratory questioned the initial results when some of the samples failed the delta check. The samples were re-tested on the laboratory's other advia chemistry analyzer. (The model of the other advia system was not identified). The discordant results were not reported to the physician. The repeat results from the other advia chemistry system were reported to the physician. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant lithium results.

Event description:
Discordant high sodium results were obtained on advia 1800 with six (6) patient samples. The laboratory questioned the initial results when some of the samples failed the delta check. The samples were re-tested on the laboratory's other advia chemistry analyzer. (The model of the other advia system was not identified). The discordant results were not reported to the physician. The repeat results from the other advia chemistry system were reported to the physician. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant lithium results.

Event description:
Discordant high sodium results were obtained on advia 1800 with six (6) patient samples. The laboratory questioned the initial results when some of the samples failed the delta check. The samples were re-tested on the laboratory's other advia chemistry analyzer. (The model of the other advia system was not identified). The discordant results were not reported to the physician. The repeat results from the other advia chemistry system were reported to the physician. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant lithium results.

Event description:
Discordant high sodium results were obtained on advia 1800 with six (6) patient samples. The laboratory questioned the initial results when some of the samples failed the delta check. The samples were re-tested on the laboratory's other advia chemistry analyzer. (The model of the other advia system was not identified). The discordant results were not reported to the physician. The repeat results from the other advia chemistry system were reported to the physician. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant lithium results.

Event description:
Discordant high sodium results were obtained on advia 1800 with six (6) patient samples. The laboratory questioned the initial results when some of the samples failed the delta check. The samples were re-tested on the laboratory's other advia chemistry analyzer. (The model of the other advia system was not identified). The discordant results were not reported to the physician. The repeat results from the other advia chemistry system were reported to the physician. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant lithium results.